Manufacturer narrative:
All available information was investigated, and the reported broken m cable was confirmed via device analysis. Additionally, it was observed that the distal tip was unresponsive and could not curve in the m direction. It was also observed that the neutral position of the brake barrel and brake plate was noted to be 90 degrees off. The reported audible noise and unintended sleeve steering could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported broken m cable was related to the observed incorrect neutral position. The reported audible noise, unintended sleeve steering, and observed unable to curve were related to the reported broken m cable. The investigation determined the observed incorrect neutral position to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The cause of the reported air embolism was unable to be determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. While attempting to steer a second mitraclip xtw down to the mitral valve the cable for the m/l knob broke and a loud noise was heard. The clip moved laterally back to pulmonary vein. Troubleshooting was preformed by turning the m/l knob to steer down into the valve failed. The mitraclip was removed from the patient and another mitraclip was selected and successfully implanted before the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.